Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 4.5-2/4t/90 symmetry balloon catheter was advanced for dilation. However, upon inflation at around the nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.